Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they quit using the implant one year after received it as it started sending an electrical charge - shock to left leg that felt like a jolt. Patient said that they had their husband get the programmer and turn it off. They did contact managing physician at the time however the issue wasn't addressed. Patient said that the shocking stopped with therapy off. Patient said that now is experiencing sciatica problems on the same side as implant right side and would like to have the system removed. Patient doesn't recall how long this started, maybe sometime between 2019-2020. When asked, patient said that they did have falls however hasn't ever fallen on their back. Patient goes and sees a chiropractor every week for adjustments. Patient said that they commented to chiropractor that patient now has sciatica however chiropractor told patient that chiropractor treated patient for sciatica and patient doesn't have sciatica. The patient was redirected to their healthcare provider to further address the issue.